Event description:
The customer reported that the insulin pump was alarmed motor error. The blood glucose reading at time of call was 560mg/dl. The customer mentioned that the buttons were unresponsive. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the customer also reported being hospitalized due to diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker, cracked case near reservoir window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to no button response. Unable to confirm motor error alarms due to keypad anomaly. Moisture damage noted on motor assembly and electronic assembly.